Manufacturer narrative:
Investigation is still in process.

Event description:
The screw removal tool did not fit the screw it was supposed to remove. The surgeon, instead, pushed the screw all the way through the bone to get it out.